Event description:
It was reported via repair work order that the foot stirrup was stuck in the out position due to a broken gear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.